Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The received device had the cannula assembly deployed. The download data showed that the device ran 0 pulses and did not start the priming sequencing before being deactivated. The pod was connected to a master pdm and a 5u test bolus was delivered without issues. Investigation of the device found no issues with the needle mechanism or drive mechanism that would cause the needle to deploy early. A root cause for the needle mechanism deploying before the beginning of first prime could not be determined.